Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter exhibited needle retraction failure that led to a dirty needle stick injury. It was reported that ¿rn had to be screened for blood and body fluid exposure¿, specific screenings were not reported.

Manufacturer narrative:
Observations and testing could not be performed because units were not received for investigation of this incident. Although the review of the dhrs review are required for MDR¿s (B)(4), a review could not be performed as the lot number was not provided. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported that bd insyte autoguard bc shielded IV catheter exhibited needle retraction failure that led to a dirty needle stick injury. It was reported that ¿rn had to be screened for blood and body fluid exposure¿, specific screenings were not reported.